Event description:
It was reported that this implantable pacemaker recorded an alert for right ventricular intrinsic amplitude out of range. It was observed that the ventricular sensitivity is programmed fixed at 1.5 milli volts. In addition, there is a non-sustained ventricular tachycardia episode showing oversensing of ventricular noise. The other lead parameters remain stable. Additional information was received. The device recorded ventricular episodes showing oversensing of ventricular noise with inhibition of pacing. Further review by the hospital was recommended. The implantable device system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker recorded an alert for right ventricular intrinsic amplitude out of range. It was observed that the ventricular sensitivity is programmed fixed at 1.5 milli volts. In addition, there is a non-sustained ventricular tachycardia episode showing oversensing of ventricular noise. The other lead parameters remain stable. Further review by the hospital was recommended. The implantable device system remains in service. No adverse patient effects were reported.